Event description:
Customer reported that the device caused pain to both breasts.

Manufacturer narrative:
A replacement swing pump was sent to the customer and requested the defective swing pump to returned for evaluation. The product was received (B)(4) 2013. The product evaluation revealed no problem found/could not confirm customer complaint. Pump passed vacuum testing and visual inspection. On (B)(6) 2013, customer follow up indicated that she experienced bleeding on nipples while pumping and rated her pain at a 7 out of 10. She had visited her doctor and was prescribed antibiotics. She stated the issue was resolved as she is now using a hospital grade breast pump. On (B)(6) 2013, the clinical assessment stated complaint reviewed and approved. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. No further follow up necessary. The issue with discomfort/soreness when pumping, device/bs failure not evident for the swing breast pump is currently being investigated under (B)(4).